Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds. The lead was not used and a new lead was implanted. The patient&#38112;condition was fine during and post procedure.